Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results for patients using an accu-chek inform ii meter. The meter serial number was requested, but not provided. Specific glucose results were not provided. The initial reporter only stated the patient had slightly elevated glucose results. The customer suspected an interference as the patients with slightly elevated glucose results also had abnormally high ferritin levels.